Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken-on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: no other observations observed.

Event description:
Device has been explanted.